Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to the device being returned, the ch-s190-08-lb was observed displaying e216, e226 and e228 errors when connected to an otv-s300, yet another ch-s190-08-lb worked on the same otv-s 300. The subject device errors repeated on another tower, therefore, was subsequently returned to olympus for evaluation. The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of e228, e226 and e216 (scope communication) error codes were not confirmed. In addition, there was a failed leak test due to a crack connector. The serial plate was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A biomed reported to olympus, the hd camera head displayed the following error codes: e216 (scope communication error), e226 (scope communication error and the image does not appear) and e228 (scope communication error) when connected to an otv-s300. The event was found during preparation for use. There was no report of patient harm associated with this event.